Event description:
Revision surgery - the patient had lateral side tibial poly wear and some patella poly wear. The surgeon replaced the tibial poly with size 4/9mm ultra congruent and replaced the patella with a new one.

Manufacturer narrative:
The reason for this revision surgery was to remedy a worn poly insert after 16.5 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review device history records showed one non-conforming material report associated with this product; 18 parts were one hundredth undersized, all of the parts were accepted and the discrepancies would not affect the performance. A review of the product complaint report history shows this is the sixth complaint for this part number: five due to wear/excessive wear and one for stability/poor joint issues. This is the first complaint for this lot number. The root cause for the worn poly was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.